Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's auto-calibration valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device prompted a "runtime calibration failure - 1051" message. Complainant indicated that the clinician manually ventilated/bagged the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.